Event description:
Groshong ctc line inserted 23/03/2006 and removed by traction in 2006. No documentation re: if cuff remained in situ. Hole in chest has failed to heal since removal of groshong line and white 'o' emerging from exit site.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.